Event description:
It was reported by customer that there was gas loss alarm on a cardiosave intra-aortic balloon pump (iabp) during use, no patient harm or injury was reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6) hospital, initial reporter: dr. (B)(6)). The customer called in for support assistance with gas loss alarm and reported that the alarm had gone off earlier in the day and possibly once last night. He was inquiring about what to do if it went off again and what the cause of the alarm could be. He states the rn caring for the patient did not utilize the help screen or the iab fill key. He states the rn disconnected and reconnected the helium tubing from the back of the cardiosave and this resolved the alarm. He verified there was no blood in the helium tubing, all connections were secure and that there were no visible external kinks in the line. The nature of the alarm and based on the information customer gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by a change in intrathoracic pressure or a possible kink at the inguinal crease of the patient. Customer states at the time of the alarm the patient was sitting up in bed with the hob at least 70 degrees. Reviewed keeping the patient as flat as possible. He states the sensation plus 8fr 50cc iab is placed femorally and has been indwelling for ¿quite a few days¿.